Event description:
Per the clinic, the device was explanted on april 10, 2026 due to an extrusion of receiver/stimulator (specific date not reported). It is unknown if there are plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.